Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission with atrial fibrillation episodes that appeared to have noise. Review of the stored electrograms confirmed the presence of noise. It was suspected that the cause of the noise could be positionally dependent, or due to electromagnetic interference. The cause of the noise was not determined. The patient would continue to be monitored. The patient's condition was stable.